Event description:
It was reported that the pump time was incorrect, customer acknowledged that cause was not attributed to any issues with the pump. As a result, the customer experienced a low blood glucose (bg) level of 42 mg/dl. The customer consumed carbohydrates to address bg. The customer reverted to using an alternate pump for insulin therapy.